Event description:
Customer reported via phone call to have received a no delivery alarm and was not able to clear due to buttons not responding. Customer's blood glucose was 156 mg/dl. Customer was advised that insulin pump would need to be replaced.